Event description:
The customer reported the monitor goes black and the kv goes to max.

Manufacturer narrative:
The ge svc rep checked the ac and dc voltages. He erased and reloaded the flash memory then reloaded the calibrations. The output of camera is defective, so he ordered a new camera to replace on the sys.